Manufacturer narrative:
Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system and identified that the system would not boot up and has software issues. After reviewing log file, fse did not found any issue. As troubleshooting fse checked all reset connection, bowed the dust on server motherboard, cleaned all the fans and storage drives. After powered up no issue found. Fse instructed the customer not to switch the server off. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.